Event description:
Procedure: lap chole. According to the reporter: surgeon began to fire stapler across tissue but stapler jammed about half way into the firing. The surgeon then opened the jaws to find that the pt was bleeding on the staple line and also noticed that the staples were malformed. Another staple load was used to stop the bleeding.